Manufacturer narrative:
Device was not returned for eval. Attempts were made to hospital to retrieve device, however, device was not returned. This is the initial report.

Event description:
Hose rupture.